Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: b i30000090, serial/lot #:(B)(6) h3) the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The operating system and imaging system application took longer than normal to boot up but booted up successfully. Virus scan and patient data completed successful. Display properties, plug and play monitor screen resolution was set to low. It was reset to high and rebooted for settings to take effect. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: bi71000848r, lot /serial #: unknown. Report source: foreign country: (B)(6). The manufacturer representative (rep) went to the site to test the imaging system. The reported issue was confirmed and troubleshooting was performed the system would start until 2d on pendant would appear. The mobile view station (mvs) monitor would stay black. The mvs computer was removed and checked internally for any damage. The rep suspected defect video graphic card. The bios was being shown as soon as it goes to windows it was not working and goes black. The mvs computer was replaced. Mvs configuration and system configuration was used from the last back up. The system settings were checked and the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the bios can be seen when booting up the system. After going into windows the mobile view station (mvs) monitor stays black and the pendant goes into 2d mode. No patient was present at the time of the event.